Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's implantable defibrillation lead, exhibited low out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and successfully replaced. Prior to the lead revision, the device was temporarily programmed to v-tachy mode other than monitor plus therapy. Following the procedure, v-tachy mode was reprogrammed to monitor plus therapy. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.